Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number: (B)(4), lot number: 62703. The reported events of conjunctival perforation and hyphema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported during 2nd xen®45 gts surgery, physician noted the stent to be slightly in tenons so physician decided to use the needle to move the stent to the correct position. Physician caused a little hemorrhage in the anterior chamber and perforated the conjunctivae of the left eye. The hole was sutured and the stent was removed. During removal, physician broke xen®45 gts.